Event description:
It was reported that valves of a one-link power injectable microbore catheter extension sets were "coming off and leaking." The disconnection occurred between the female luer and the one-link valve during infusion on a patient. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. "Baxter will continue to monitor similar reports to determine if further actions are required. The device is not available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore, a batch review could not be conducted. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or additional relevant information become available, a follow-up report will be submitted.